Event description:
Reporter noted surgeon was unable to get power with this tip on phaco handpiece. Changed tips, but used same handpiece to complete case. During this incident, eye remained open about thirty minutes, patient developed acute endophthalmitis two days post-op, and lost eye.

Event description:
Additional info on event rec'd: pt experienced pain, decreased va, and visited dr. Hypopyon. Vitreous tap, cultured bovis streptococcus. Treatment: antibiotic injection. Vitrectomy. Retinal detachment. Va = 0.